Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan result compared to an unspecified reading obtained on a competitor brand device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced unspecified problems with their eyes and was unable to self-treat due to their symptoms. The customer was provided with insulin (dose/type unspecified), water, and cola by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 49 mg/dl was compared to a competitor brand meter result of 430 mg/dl. The length of sensor wear was for 10 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.